Event description:
Related MFR # 2916596-2023-06853. It was reported that while walking the halls of the hospital on (B)(6) 2023 at 1540, a loud continuous alarm was heard from the controller. The patient's controller was silenced by the patient's mother. Their mother reported seeing the controller display a "driveline disconnect" message. The care provider was in the room and noted no flow issues. A review of the alarm history on the system monitor revealed no alarm. The driveline connections were checked and no issue was found for either the controller or the modular cable. A review of the log file revealed no record of any driveline disconnect alarms. The log file did contain a few odd power cable disconnect alarms when the patient was on battery power and during power source changeovers.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loud continuous alarm and driveline disconnect message was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (01sep2023 - 11sep2023 per timestamp). No alarms were active on 11sep2023 at ~15:40; however, the log file recorded that the patient pressed the silence alarm button twice between 15:41:41 ¿ 15:42:18. All of the captured data appeared to show the system controller operating as intended. No driveline disconnect or atypical power cable disconnect alarms were active. The heartmate 3 system controller (B)(6) was not returned for analysis. Per the provided information, the patient¿s mother thought she observed ¿driveline disconnect¿ on the controller. The registered nurse did not note a flow decrease or alarm. There were no new registered alarms in the alarm history. The driveline connection was checked; however, no challenge was seen. No equipment was exchanged or planned to be returned. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 ¿ ¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.